Event description:
It was reported that a patient underwent an unknown surgery in (B)(6) 2025. The guardian of the patient requested information regarding the chemical composition of the liga clips used during the procedure because her daughter has been experiencing unusual symptoms. The guardian stated that her daughter is allergic to nickel and titanium.

Manufacturer narrative:
(B)(4). Date sent 1/9/2026. D4 batch # unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do we have permission to contact your surgeon? If yes, please send contact information for the surgeon? What is your date of birth? These are the questions that will be sent to your surgeon. What is the product code? What ¿unusual symptoms¿ is the patient experiencing? What medical or surgical interventions have taken place? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.